Event description:
It was reported to philips that the system was unable to boot up. The device was out of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that there was no power to the system. Review of the logfile shows the 'pdu fan tray and dcps' (psu-1) is malfunctioning. Upon troubleshooting, the philips remote service engineer (rse) checked the system remotely and the customer mentioned that the on off was not lite on the review console, and nothing was powered on the system. The rse was informed by the hospital maintenance team say there has been no power event at hospital, and the adjacent room was powered on and working contact did reset the imaging mains breaker and try again no effect on system. On further troubleshooting, the rse advised to replace the pdu fan tray and dcps unit. The rse requested onsite support. The philips field service engineer (fse) checked the system onsite and found missing 24 volts coming from fan try power supply. To resolve the issue, the fse replaced the fan tray in m cabinet. The defective part was sent for analysis, for pdu fan tray dcps unit, failure was found and the failure was found to be power supply unit 2 and 3 were malfunctioning. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.